Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that while the surgeon was implanting the light adjustable lens+ (lal+, sn (B)(6), +23.5d) the leading haptic broke the posterior capsule. An anterior vitrectomy was performed and the lens was placed in the sulcus.